Manufacturer narrative:
Contact office: foreign should have been checked.

Event description:
New information states that the atrial lead removed, 2088tc 52cm cau186775 was working fine prior to extraction and was removed at the surgeon's discretion since he felt more comfortable providing the patient with a completely new lead system. The procedure was carried out by dr (B)(6), cv surgeon at (B)(6). He commonly removes both leads if possible and implants a completely new system. Both leads were removed without difficulty and no laser extraction was required. Patient was stable prior, during and post-surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for procedure (debulking). The lead was explanted no reason or malfunction mentioned. The patient's condition was stable prior during and post procedure. No additional information was available.